Manufacturer narrative:
E1- (B)(6) (user facility complete address captured here due to character limitation in section). The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: connecting tube has a dent, adhesive on bending section cover had a crack and white-clouded area, switch #4 had a wear, universal cord had a wrinkle, plug unit and electrical contact of endoscope connector were deformed, grip and forceps channel port was shaved, switch#2,objective lens ,protector of universal cord on control section side and universal cord all had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information will be provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had physical defects of the bending section and insertion tube including unusual shapes. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found : foreign objects were observed from suction channel and forceps channel . This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction channel and biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.